Event description:
Procedure type: breast reconstruction. According to the reporter: during a left diep flap breast reconstruction harvest of the left epigastric artery and vein for donor pedicle, on multiple applications (4-5) no clip advanced. The vessel was lacerated. The pt is well with no complications. Another device of the same kind was used.

Manufacturer narrative:
(B)(4).